Event description:
It was reported that bd insyte autoguard winged difficult to connect t connector to hub. The following information was provided by the initial reporter: placed IV catheter bd insyte 22g autogard winged 1 in. Unable to connect t-connector easily, attempted by this rn and lexi a rn. Eventually after 3 attempts able to place t-connector but took a prolonged amount of time to attach. It sounds like two other nurses had similar experiences the day prior but didn¿t keep the package or file incident. 23 sep. Any adverse event or serious injury reported to patient or healthcare professional? No. How many events occurred. One confirmed, total of three suspected but there are no details for the other two.

Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381523 and lot number 4123605. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended.